Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor issues. It was reported that the patient fell two months ago and landed in the pavement, which may have knocked the ins loose; the patient got stitches in their head. The ins ¿came out¿, but it was clarified that the ins didn't come out, but ¿got big¿ after the fall, and it stopped working; it was noted that the ins was working before the fall. After the fall, the ins was not working and the ¿thing was big¿ on the patient¿s back and it wasn't supposed to feel like that. The patient met with a manufacturer representative in the office and the manufacturer representative told the patient that the ins had moved. The patient had the ins replaced on tuesday and it was unknown if the patient recovered completely. No further complications were reported/anticipated.